Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that since the losing the patient programmer ¿almost a month¿ prior to report the patient had problems with the stimulations sensation going on and off intermittently which bothered the patient at night. The patient stated that ¿it was not real bad but every so often it spurted.¿ the patient stated that it did not hurt but that they wanted to adjust stimulation to cover the pain in another area of the body. The patient stated that it was ¿annoying¿ for them because they wanted to move stimulation to an area where they needed pain coverage but could not because they lost the patient programmer. The patient stated they had the implantable neurostimulator (ins) to cover pain in their left hand and while they were at the hospital after choking their hands were restrained and it was very tight and painful on the left hand. The patient noted that it was now bruised. The patient stated they sometimes had pain ¿shoot from the spine¿ and they were able to make adjustments to cover the pain need with the patient programmer. The patient mentioned that they lost the patient programmer after being hospitalized due to choking on a piece of meat. The patient noted that they were given the heimlich which caused broken ribs. The patient confirmed that they had not had changes to stimulation since choking and that the problem was not able to make therapy adjustments because of the lost patient programmer. Five days later the patient called back and stated that they had tried contacting the follow-up doctor one day earlier on (B)(6) 2014 after coming from the doctor. The patient had not heard back from them yet. The patient was in the hospital for reasons unrelated to the manufacturer¿s device or therapy and could not adjust it. It was noted that the ambulance took the patient and ¿everything went wild¿ with the stimulation ¿stuck on one side real hard and vibrating.¿ the patient noted that they needed a new patient programmer to adjust the settings. The patient would call back when they obtained the mailing information for the new patient programmer. Additional information was requested but was not available at the date of this report.